Event description:
Discordant rcx, rmy, rti results were obtained on a patient sample, generated on immulite 2500. The sample was repeated and the results were reported. Patient's treatments were not altered or prescribed. There were no reports of adverse health consequences due to the discordant rxk, rmy, rti results.

Manufacturer narrative:
A siemens healthcare technical support specialist (tss) was called by the customer. Analysis of the instrument and instrument data indicate that the cause for the discordant rck, rmy, rti results were due to the lack of water in the water supply bottle. The instrument also indicated that the water supply bottle was empty. The customer replenished water in the water supply bottle. The instrument is performing within specifications. No further evaluation fot the device is required.